Event description:
It was reported that pump touchscreen was cracked and shattered. Touchscreen unresponsive and display illegible so pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.